Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they have another stimulator that they haven¿t used at all. It didn't cover the spot it needed to covered. The patient reported the stimulator has been this was since implant. The patient has not been using it. No patient complications have been reported because of this event.